Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels have remained elevated between 400 to over 600 (mg/dl) since receiving the pump in (B)(6) 2015. Customer indicated that elevated bg levels would be addressed with correction boluses administered by the pump and/or manual corrections. Reportedly, customer has tried using different infusion sets and bg levels still remained elevated. Although requested by tandem technical support, customer declined troubleshooting and no additional information was provided on the reported event.